Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a battery out limit alarm from the insulin pump. The customer stated that she was unable to clear the alarm. The customer stated that she was hospitalized 2 years ago due to high blood readings. The customer's blood glucose was not stated. The customer was unable to provide the details at time of call because she was at work. The customer will call back later.